Event description:
It was reported that during the implant, the physician attempted to place the lead in the coronary sinus (cs), but was unable to due to difficult patient anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. All conductors had blood/body fluid (not obstructed).